Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/16/2019. Additional information was requested and the following was obtained from the patient: can you clarify what suture product was used during your procedure? How are you currently feeling? Patient reported surgeon used 2 types of sutures; one was a removable suture that he used under my chin and the second was a dissolvable suture he used on my face. The suture line under the chin healed without any problems. It is unknown what type of suture was used. Patient reports continue to have slight discomfort along incision and develop small scabs along the front of ears and around the ear lobes. It was reported that patient saw surgeon on (B)(6) 2018. The surgeon advised that more time was needed for the incisions to heal. The ear lobe was injected with cortisone. The surgeon instructed patient to rub vitamin e oil daily on the suture lines. Attempts are being made to obtain the following information from the surgeon. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What product name of absorbable suture was used during the procedure? Do you believe there was any alleged deficiency of the suture that contributed to the patient reported event?

Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/18/2019. Additional information was provided: what product name of absorbable suture was used during the procedure? Surgeon reported that monocryl suture was used. Surgeon opined that the patient healing is within normal range.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/14/2019. Additional information was provided: the patient reported another suture erupting from her ear. It has been 15 months since her procedure. The patient may need to have a biopsy. The suture is not going away.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/04/2019. Additional information was provided: the patient reported she is still having the suture in her face lift, push its way out the back of her ear. The patient didn¿t indicate if the suture was saved. She noted that the suture product was still causing her discomfort and was being pushed out of body. The patient reported that she was pulling on a scab behind her ear and part a suture was hanging out. The physician opined that her condition is normal. The patient will consulted with two other plastic surgeons, one said to¿ have a revision¿ the other said ¿there was not enough skin left to have a revision¿. The patient will follow up with doctor¿s office who performed her procedure.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was reported: after several weeks my suture lines were reddened, swollen with serous and bloody drainage and scabs would form. This situation lasted for weeks. The surgeon explained to me that this was normal healing when using this type of suture. It was not until my 13th week post op that the drainage and scabbing started to decrease. Last week I started to develop scabbing and some additional sutures came to the surface. The suture lines remain a reddened/purple in color and the incision lines are approximately 1/4 ¿ wide... It has significantly caused me concern. I have no doubt a scare revision will need to be done in the future to correct the damage done by using this type of suture. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you clarify what suture product was used during your procedure? How are you currently feeling? If in your possession, may we have a copy of your operative report to review which layer of tissue the suture was used? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact email information and sign release of medical information form

Event description:
It was reported by the patient that she underwent a face lift procedure on (B)(6) 2018 and unknown absorbable suture was used. The patient experienced inflammatory reaction with drainage and scabs several weeks post procedure. The patient was evaluated by a dermatologist who opined that sutures can cause inflammation. The patient experienced suture extrusion and redness which has not reduced. It was reported that the suture lines remain a reddened/purple in color and the incision lines are approximately 1/4 ¿ wide. The patient is being evaluated by dermatologist. Additional information has been requested.